Manufacturer narrative:
Additional information: d4 (model #, catalog #). The device has been received and the investigation has been completed. The results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found, broken button delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off of the device. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that silent nite 3d sleep appliance was broken (buttons fractured). Additional information received reported there was no harm/injury to the patient and no medical intervention was required.